Event description:
Pt reporting his ms3 pump reset itself, pt has been leaving the battery in the pump as advised per previous rph consults. Sn (B)(4), exp date (B)(6) 2018 will send replacement pump. No a/e experienced during this malfunction, pt does have well working back up pump on hand. No further information known. Dates of use: (B)(6)2017 to ongoing. Diagnosis or reason for use: pah.